Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose or protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test. Insulin pump passed displacement test.